Event description:
It was reported that during an ovarian resection procedure, the balloon ruptured. The case was completed with another like device. There were no adverse consequences to the patient.